Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that the customer was running in the 300s mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past few months. Troubleshooting was performed. The customer's most recent glucose reading was 485 mg/dl, and she was treated with the insulin pump and manual injections. The programming, time, and date were correct. Rand a fixed prime test and the insulin did not exit. A tubing clamp was not available to perform the high pressure test a time of call. Advised the caller to call back as soon she has a new infusion set to complete troubleshooting. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.